Event description:
Evaluation revealed a misaligned display screen and (partially) dislodged force sensor pins.

Manufacturer narrative:
Evaluation revealed a misaligned display screen and (partially) dislodged force sensor pins. Review of the pump download history revealed no cartridge detected alarms.